Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-dec-2026, UDI#: (B)(4) ; product ID: 9 77a260, serial/lot #: (B)(6), ubd: 03-dec-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient fell on the buttock area where an implantable neurostimulator was located, specifically the intellis pain model. Following the fall, the patient experienced new pain unrelated to baseline and pain at the neurostimulator site. An x-ray was conducted on the leads, which showed excellent connectivity and impedance with no issues. There was minor lead migration, which was addressed by reprogramming the device. No replacement products were required, and the issue was resolved. No patient complications have been reported as a result of this event.